Event description:
Healthcare professional reported right side rupture and "exchange from textured to smooth implants due to the patient¿s concern of the product." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, d9, h3, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Rupture: observed, one opening in posterior side assessed as surgical damage. Additional observations: creases are observed. Wear abrasion is observed. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported right side rupture and "exchange from textured to smooth implants due to the patient¿s concern of the product." Device has been explanted and replaced.